Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. The customer's husband and daughter helped the customer get carbohydrates to consume to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.